Manufacturer narrative:
H10: the event history log review of the amia device identified a low priority 30166 (max air exceeded) alarm in the log. The cassette was discarded; therefore, a device analysis for the cassette could not be completed. A batch review of the cassette lot was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (max air exceeded) alarm occurred on an amia automated pd system during use of an amia cassette for peritoneal dialysis therapy. The patient was connected at the time of the event. After removing the cassette, the back film of the cassette was wet which can lead to this alarm. The patient did not notice any leaks with the solution bags or cassette tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.